Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 4 on the home choice (hc). The supply bag was disconnected. The home patient (hp) cycled the power twice and the alarm cleared. The hp would contact the registered nurse (rn) regarding therapy. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 with the bag disconnection, the pdn stated she was not aware of the alarm or disconnection of the solution bag. The pdn stated she would follow up with the home patient (hp) and stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.